Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue and found the instrument to have damage of the conductor wire¿s insulation at the distal end. System log investigation: a review of the instrument log for the fenestrated bipolar forceps instrument (pn: 470205-17, batch-sequence: n10181204-0216) associated with this event has been performed. Per a review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2019 on system sk2255. The alleged event occurred on the 7th use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Additional findings not reported by the site and unrelated to the reportable event: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.090¿ ¿ 0.242 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a loose cable. There was no report of patient involvement. A system log review revealed that the instrument was last used during a da vinci-assisted total benign hysterectomy surgical procedure performed on (B)(6) 2019. All patient-related information provided in section a pertains to the last usage of the device.